Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's battery was not functioning and would not charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient's battery was not functioning and would not charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.